Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device failed to detect a down cardiac arrest pt and continued to display the "connect electrodes" message. The emergency response (als) arrived on the scene and successfully connected a second defibrillator with a new set of electrodes. The als crew determined, the pt was in a shockable rhythm and provided therapy. The pt was revived and transported to the hospital. There were no further details on the event and/or the pt provided.